Manufacturer narrative:
Neither the device, nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received healthcare professor via field representative regarding patient with unknown indication involved in surgical removal of the vertebral body, and replacement by the t2-startosphere. It was reported during procedure, it was difficult to expand the implant with the inserter, and it blocked. After a lot of trial and error, it could be opened and implanted at some point. The implant was hooked. Reported there was no problem with the inserter. Reported there could be delay for 20 minutes. There were no patient symptoms, or complications reported as a result of the event. Patient is alive; no injury.